Manufacturer narrative:
Block e1: the initial reporter phone number is (B)(6). The initial reporter fax number is (B)(6). Block h6: device code a0406 captures the reportable event of side car rx push back. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the working length was kinked and the side car rx presented wastes from the procedure. A functional inspection was performed and found the basket would open and close without problems. A photo submitted by the customer showed the side car rx pushed back. A dimensional inspection was performed and confirmed that the side car was pushed back 2mm, which is out of specification. No other issues were noted. The reported event was confirmed. Based on all available information, the kinked working length may be related to user manipulation, some technique applied by the costumer during procedure, or tortuous anatomy. Once the working length was kinked, the user may have experienced some resistance during actuation of the device in order to open the basket. While this action was performed and the movement of the sheath between the coil assembly could be tough, the consequence of these conditions could be the push back of the side car rx. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2021. During the procedure, the side car rx tunnel was found pushed back before cannulating the ampulla. Another trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the side car rx tunnel was found pushed back before cannulating the ampulla. Another trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event.